Manufacturer narrative:
This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that under fluoroscopy, the superior vena cava (svc) coil on the right ventricular (rv) lead appeared to be unraveling on the proximal end. The physician elected to program off the svc coil and leave the lead in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The exposed superior vena cava defibrillation coil developed a fracture due to flexing while in vivo. This device was included in a field action, but product analysis found that the device did not perform as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had a confirmed fracture with increasing high pacing impedance and high thresholds. The rv lead was removed and a new lead was implanted.